Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported that on (B) (6) 2010, his blood glucose measured 306 mg/dl at 1:45pm. He found that the outer tubing of the infusion set was separated from the luer and he could smell insulin and his pants were wet. He changed the infusion tubing and bolused through the infusion device to lower his blood glucose. At 3:00pm his blood glucose measured 210 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.